Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the transfer set during peritoneal dialysis therapy. The patient was connected and in drain three of six at the time of the reported event. The care giver (cg) stated that the patient got their transfer set changed out in the hospital. The cg said that the transfer set did not click like it normally does when it got closed. The cg did not see any damage to the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.